Manufacturer narrative:
This report is being supplemented for a correction to h6: investigation findings and investigation conclusions.

Manufacturer narrative:
The device was received, and the evaluation is pending. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a bad image quality issue while using the hd autoclavable camera head. The issue occurred during preparation for use and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed, the power switch was broken. In addition, the following non-reportable malfunctions were found during the device evaluation. Intermittent high intensity mode due to slider switch wear and a non-olympus lamp was found installed on the device. There has since been a design change to prevent reoccurrence. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿ the investigation results confirmed the main switch was an older version. The product was manufactured prior to a design change of the power switch. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.